Event description:
The customer received a questionable troponin I result for one patient sample. The original result on the cobas e601 analyzer was 0.89 ug/l. The sample was repeated on the elecsys 2010 analyzer and the result was <0.30 ug/l. The sample was repeated on both analyzers and the results correlated with each analyzer. The cobas e601 still gave a positive result and the elecsys 2010 still gave a negative result. Specific data was not provided. The repeat result from the elecsys 2010 was believed to be correct. The patient was not adversely affected. The troponin I reagent lot number was 17182701 with an expiration date of 02/28/2014. The field service representative found a crimped sipper tube. He repaired the crimped sipper tube, primed, purged fluid lines and replaced the reagent pack. He ran performance testing with acceptable results. The customer ran calibrations, qc, and patient samples with results within specification and with no alarms.

Manufacturer narrative:
The investigation could not determine a specific root cause. The crimped sipper tube was the most likley cause of the event. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation conditions which may have contributed to the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.